Event description:
In 2000, the facility's director, surgery informed the manufacturer (MFR.) Sales representative of the following: the device was placed and would not aspirate. The MFR.'s sale representative spoke with the facility's nurse that was present at the time of the event.nurse stated that there was not too much of an abnormal situtation. No further details were provided.